Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. The total sigma knee was done about 8 years ago. The tibial tray was revised, the femur and patella are well-fixed and retained. Doi: 8 years ago, dor: (B)(6) 2021, left knee.